Manufacturer narrative:
Expiration date - oct 2006. Device manufacture date - oct 2004. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of uncomfortable stimulation from his scs system. The patient stated the stimulation made him nauseated when it was on. Consequently, the patient's physician replaced the patient's scs system.

Event description:
Follow up information received identified the patient's scs system stimulation issue has been resolved.